Manufacturer narrative:
(B)(4).

Event description:
It was reported that while two extensions were being tunneled, the carrier broke between the body of the carrier and the beginning of the second carrier port. Both extensions were recovered and re-tunneled using a different carrier, which functioned well. The patient was okay.